Event description:
On 09/23/2024 customer's spouse contact acorn stairlifts in order to report an incident involving the user. Per customer, the chair malfunction when his wife was in the middle of the stairs. The user thought she has reach the top of the stairs because she hear a beep sound, so she unbuckled her seatbelt and stepped off the stairlift. The user fell down the stairs. Due to the fall, she fractured both wrist and neck that require surgery.